Manufacturer narrative:
(B)(4). Batch # n55y8u. The analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the distal rectum was taken separately due to misfire of the stapler. This is not clear. Please provide additional detail about this information. Was this a planned part of the procedure? When using the cs40g device, the first trigger is the closing trigger only, it does not deploy staples. The second trigger is the firing trigger. When the firing trigger is squeezed, it both staples and cuts. For clarification, did the device staple, but did not cut? Or, did the device lock out and would not fire at all (did not staple or cut)? If the device stapled, were there any staples missing from the staple line? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)?

Event description:
It was reported that during an unknown procedure, the device did not cut when fired. It was reported that the first lever clicked and stapled but the second lever did not cut the specimen when it was supposed to. Due to the reported misfiring of the stapler, another stapler was used to achieve complete resection. It was reported that the distal rectum taken separately due to misfire of the stapler. There was no report adverse consequence to the patient.